Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was intermittently delivering energy to tissue during ligation phase. Cable was sometimes working after unplugging and replugging cable. A second cable was opened to complete the case without further incident. There was a delay while determining the actual problem. There was not a significant increase in operative time while determining the cable was the culprit issue. No patient injury reported.

Manufacturer narrative:
Tw ID # (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The lot number has not been provided despite multiple attempts to obtain the information. Therefore, the production identifier fields are not available.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 11/06/2024. An investigation was conducted on 11/19/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool produced steam and heat. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The reference device successfully transected tissue four (4) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.